Event description:
The customer reports the system is displaying a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage power supply regulator board. System operates as intended. (B) (4).